Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel alleges unknown complications approximately seven years post-implantation of right hip arthroplasty. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 50mm was returned and evaluated. Upon visual inspection the device was separated the taper has biomaterial on the inside and there is damage to the outside face of the head and the lip. There was scuffing on the outside radius of the head. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported that the patient underwent revision due to pain and alval. A dual mobility liner and revision head were placed without complication.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Findings: failed right total hip replacement with alval . Patient presented with pain, evaluation revealed with hip aspirates, bone scan and MRI was consistent with alval of the right total hip. There was no evidence of loosening or infection. Ebl 100ml. Brownish fluid collected from the capsule, cell count revealed less than 1 pmn cells per field (rule out infection). Alval tissue encountered and removed. Well-fixed cup and stem noted, dual mobility liner and head placed without further complication. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were submitted for this event. Please see reports: 0001825034-2017-06981, 0001825034-2016-04022. Concomitant products: p/n 139261 m2a magnum 42-50m tpr insrt +9 l/n 070350; p/n x180314 bi-metric/x por nc 14x150 l/n 887640; p/n us157856 m2a-magnum pf cup 56odx50id l/n 582120; p/n 157450 m2a-magnum mod hd sz 50mm p/n 463560. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent hip revision approximately seven years post-implantation due to pain, discomfort, and aseptic lymphocyte-dominated vasculitis-associated lesion (alval).